Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips did not close and scissored. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 1 clip as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.